Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have experienced keypad anomaly. Customer reported that all buttons were unresponsive even after battery change. Customer's blood glucose was 260 mg/dl. Customer does not know what caused anomaly. After troubleshooting, customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. The insulin pump has broken battery tube threads, cracked reservoir tube, reservoir tube lip and minor scratched display window.